Manufacturer narrative:
Manufacturer received date updated to reflect the date the engineering evaluation was completed. The device was received by gore on 09/07/2017. The engineering evaluation stated the following: the device was returned with no endoprosthesis nor deployment knob. The catheter was returned with three sections of detached deployment line. The sections of deployment line measured 2.5cm, 4.5cm, and 149.5cm. The ends of each section did not appear frayed, which is consistent with the event details. The remainder of the device appeared unremarkable. Engineering evaluation conclusions are: deployment line broken any other engineering evaluation conclusions are inconclusive as it relates to the event description. Based on the device examination performed, no manufacturing anomalies were identified. A valvulotome was utilized to detach the deployment line from the device.

Manufacturer narrative:
The imaging evaluation stated the following: there appears to be an inflated balloon present within the deployed devices. There appears to be patent vessels and flow within and distal to the implanted devices on final angiogram.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2017, a patient was undergoing a procedure with a gore® viabahn® endoprosthesis. The device was advanced over a stiff terumo wire through an 11fr short terumo sheath. When deployment was attempted, the device would not expand at the end. During attempted removal of the device, which was partially expanded, force was needed to remove it from the vessel. A valvulotome was utilized to detach the deployment line from the device. This device was eventually removed through the introducer sheath. Another viabahn was utilized to complete the case. There was no injury to the patient.